Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cable was damaged (no wires exposed), the screws were worn, some components were corroded, and the motor speed was unstable. The plug harness assembly, ball bearing, spring seal, needle bearing, rings, eccentric shaft, reciprocation arm, neckpiece, screws, motor and switch were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1: telephone number: (B)(6). G2 country: italy.

Event description:
It was reported that outside of surgery the device was damaged and would not turn on. There was no patient involvement. During product evaluation, it was found that the motor speed was unstable. Due diligence is complete and there is no additional information available.